Event description:
A health care professional reported with a description of during the slit lamp examination, observed glistening in both the eyes. Additional information was requested and received stating vision was not disoriented. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating during the slit lamp examination the lens appears to be slightly clouded or yellowed with slight glistening and peripheral fibrosis around the anterior capsule.the lens appears clear with peripheral fibrosis around the anterior capsule.no secondary cataracts were found in the patient, there are no problems with the retina.

Manufacturer narrative:
Additional information has been provided in b.5., and h.6., and h.11., the product was not returned for analysis. Only photos were returned. The first image in the pdf is of the labels for the iols. They are both company lens with uv blue filters. The first is a company lens. The second one is a different diopter company lens. The second image is a dilated eye with a company iol (intraocular lens) axis approximately 70 degrees. The lens appears clear with peripheral fibrosis around the anterior capsule. The third image is of a dilated eye with a company iol axis approximately 100 degrees. The lens appears to be slightly clouded or yellowed with slight glistening and peripheral fibrosis around the anterior capsule. The manufacturer internal reference number is: (B)(4).